Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified vessel without tortuosity in the distal superficial femoral artery (sfa). The 4.0x20mm armada 18 balloon dilatation catheter (bdc) advanced without resistance and was inflated once at 10 atmospheres (atms) but due to massive friction, the balloon ruptured. The balloon got stuck in the vessel and the bdc could not be pulled out due to resistance with the anatomy. The balloon and the guide wire were removed together but the distal tip of the balloon separated in 2 pieces on the guide wire. There was nothing left inside the anatomy and another abbott balloon was used to complete the procedure. The bdc was soaked and prepared (air aspiration) outside the anatomy prior to use without issues. There was a delay in the procedure but it didn't result in patient harm. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture, difficulty removing the device and separation appear to be related to circumstances of the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. Based on the reported information and analysis of the returned device, it is likely that the balloon rupture was the result of interaction with the moderately calcified anatomy as massive friction was reported. In addition, the resistance reported during removal and separations of the tip, balloon and inner member were likely the result of the ruptured balloon material catching on the anatomy and/or accessory devices during removal. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Event description:
It was reported that the procedure was to treat a moderately calcified vessel without tortuosity in the distal superficial femoral artery (sfa). The 4.0x20mm armada 18 balloon dilatation catheter (bdc) advanced without resistance and was inflated once at 10 atmospheres (atms) but due to massive friction, the balloon ruptured. The balloon got stuck in the vessel and the bdc could not be pulled out due to resistance with the anatomy. The balloon and the guide wire were removed together but the distal tip of the balloon separated in 2 pieces on the guide wire. There was nothing left inside the anatomy and another abbott balloon was used to complete the procedure. The bdc was soaked and prepared (air aspiration) outside the anatomy prior to use without issues. There was a delay in the procedure but it didn't result in patient harm. There were no adverse patient effects and no clinically significant delay. Returned device analysis identified the tip was separated. The distal portion of the separated tip was not returned. The account confirmed the tip was totally removed and nothing was left in the patient. No additional information was provided.